Manufacturer narrative:
The reported run-on was not duplicated during service evaluation.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, the device ran without user activation after the trigger was released, posing the risk of a cut to a user or patient. Additionally, it was found during service evaluation at the manufacturer facility that a piece of the chuck tip was missing, posing the risk of a small component being retained in a surgical site, with an associated risk of infection. No patient involvement, no delay to a surgical procedure, no medical intervention, and no adverse consequences were reported with this event.